Event description:
It was reported the patient underwent a lead revision. The date, reason, and outcome of the lead revision was not reported. Additional information has been requested, but was not available on the date of this report.